Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Following this, a minimum fill notification and a cartridge alarm 30 occurred during the load sequence. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, customer changed the cartridge to resolve the issues and resumed insulin delivery successfully. Customer¿s blood glucose level was 176 mg/dl.